Event description:
It was reported that intermittent audio output occurred. The pediatric patient experienced hypoglycemia and possible intermittent audio alerts. The pediatric patient treated herself with a 'larger' correction dose of insulin. About an hour later at around 00:30 am she experienced loss of consciousness and convulsions. The family dog discovered that the patient was experiencing hypoglycemia and was feeling bad (no details of any other symptoms were provided). The dog started barking and the patient¿s parents noticed this and ran into the patient´s bedroom. The cgm reading was low and at that point and the patient was experiencing convulsions and was unconscious. The parents treated the patient with 2 glucose 'shots', called the emergency response number, and took the patient to meet the ambulance at 00:45 am. The patient was treated by the paramedics with 5 dextrose tablets. They checked the blood glucose value which was 10.0 mmol/l. The ambulance took the patient to the hospital at 1:00 am and the blood glucose reading there was 12.0 mmol/l. The patient¿s grandfather arrived at the hospital at 1:30 am with the patient¿s mobile phone which had been left at the house. The g6 app showed values close to the bg levels that had been checked, and appropriately backfilled the missing data with no gaps. The patient stayed in the hospital for one day for observation and recovered to normal blood glucose values. She was doing well at the time of the report. The parents felt the cgm was accurate but indicated that their mobile phones had failed to alert for low on the follow app. The patient sleeps in her own room and they also questioned whether her g6 app had alerted for the low reading. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR additional information was received and data investigation was performed. The pediatric patient treated herself with a 'larger' correction dose of insulin (6 units) based on a cgm value of 17 mmol/l; no bg value at the time was provided. About an hour later at around 00:30 am she experienced loss of consciousness and convulsions. The family dog discovered that the patient was experiencing hypoglycemia and was feeling bad (no details of any other symptoms were provided). The dog started barking and the patient¿s parents noticed this and ran into the patient´s bedroom. The cgm reading was low at that point and the patient was experiencing convulsions and was unconscious. The parents treated the patient with 2 glucose 'shots,' called the emergency response number, and took the patient to meet the ambulance at 00:45 am. The patient was treated by the paramedics with 5 dextrosol tablets. They checked the blood glucose value which was 10.0 mmol/l. The ambulance took the patient to the hospital at 1:00 am and the blood glucose reading there was 12.0 mmol/l. The patient¿s grandfather arrived at the hospital at 1:30 am with the patient¿s mobile phone which had been left at the house. The g6 app showed values close to the bg levels that had been checked, and appropriately backfilled the missing data with no gaps. The patient stayed in the hospital for one day for observation and recovered to normal blood glucose values. She was doing well at the time of the report. The patient's parents felt the cgm was accurate but indicated that their mobile phones had failed to alert for low on the follow app. The patient sleeps in her own room and they also questioned whether her g6 app had alerted for the low reading. Since the patient was unconscious at the time, she could not state whether the device alerted. A review of performance data shows that the patient's low alert was set to 4.2 mmol/l and her always sound feature was enabled. The urgent low alert is fixed at 3.1 mmol/l. At 1:00 am on (B)(6) 2022, the patient received a visual urgent low soon alert with an egv of 4.4 mmol/l. At 1:05 am, the patient's estimated glucose values dropped below the low alert threshold and she received a second urgent low soon alert, this time at half volume, with an egv of 4.0 mmol/l. At 1:10 am, the patient received a third urgent low soon alert at full volume with an egv of 3.6 mmol/l. At 1:15 am, the patient's estimated glucose values dropped below the urgent low threshold and she received a visual urgent low alert with an egv of 2.9 mmol/l. At 1:20 am, the patient received a second urgent low alert, this time at half volume, with an egv of 2.4 mmol/l. At 1:25 am, the patient received a third urgent low alert at full volume with an egv of low (less than 2.2 mmol/l). The patient received another urgent low alert at full volume at 1:30 am, again with an egv of low. From 1:35 am to 4:05 am, the patient experienced a period of signal loss. The availability of backfilled data shows that the patient's estimated glucose values crossed back into target range at 2:25 am with an egv of 4.3 mmol/l. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts including audio alerts. As the complaint could not be confirmed, the probable cause of the reported event could not be determined.

Manufacturer narrative:
(B)(4).